Manufacturer narrative:
The additional proglide device is being filed under a separate medwatch report number. (B)(4). Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a suture break. The reported irregular feel could not be tested however was likely due to the suture break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 8fr sheath, after a ablation procedure. Reportedly, the first proglide device had a stitch deploy on the outside of the device. A second proglide device "didn't feel right from the beginning" and failed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. No additional information was provided.